Event description:
It was reported the device was used in an unknown procedure. It was reported that the clips do not close around the vessels. It was unknown how the procedure was completed. Unknown patient consequence.